Manufacturer narrative:
The field service engineer (fse) verified hardware performance. The fse installed new aspirate probes, new aspirate probe tubing, and a new pipettor probe and verified alignments. The fse replaced the substrate bottle and troponin I reagent pack, calibrated troponin I assay, and completed quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. The customer performed precision testing using all levels of troponin I qc and also on two patient samples; a 15-repetition precision test using ultra-low level qc and an 8-repetition precision test using low level qc showed good precision. System check performed on (B)(4) 2012 passed with all parameters within service specifications. Recent calibration reports compared well and no calibration recovery issues were noted. However, seven-replicate precision tests on a patient sample were imprecise with values ranging from 0.01, 0.04 to 0.26 ng/ml; the customer noted the sample was slightly hazy in appearance and was unsure if the results were accurate. A repeat precision test, using a second sample from the patient, recovered good precision per the customer. Quality control (qc) repeated attempts had failed before results were in range. Qc also failed after the event. Beckman coulter, inc. Reviewed qc data between (B)(4) 2012 and noted several failing low level qc values on the date of event. All other levels of troponin I qc had performed within 1-2 stand deviation (sd) of the laboratory's established ranges. The supplied troponin I calibration curves show all levels of calibrators passing with acceptable percent coefficient of variation (%cvs). A routine system check performed on (B)(4) 2012 passed within instrument specifications. This medwatch report is related to MDR 2122870-2012-01606.

Event description:
The customer reported low level troponin I quality control failures and erroneously elevated troponin I (access accutni) results, for multiple patients, involving access 2 immunoassay system. This is report number two of two. The customer-supplied data and a review of the submitted archive data reveal two (2) patients with non-reproducible false positive troponin I results and one (1) patient with troponin I results above the acute myocardial infarction (ami) limit but outside the precision claims of the assay. Subsequent analysis on the original and an alternate access 2 system recovered lower results, some within the normal reference interval. The erroneous results were released out of the laboratory and questioned by the emergency room (ER) physicians. There was no report of patient injury or change in patient treatment associated with this event. The customer reported potentially 10-20 patients had non-reproducible troponin I values but only four patient data has been supplied. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.